Event description:
It was reported via (B)(4), that during a drain removal procedure, the drain snapped at the hub. The patient underwent an additional surgical procedure to have the remaining part of the drain removed.

Manufacturer narrative:
The finished product met all specifications prior to being released for general distribution. The lot number was not provided therefore, the device history records could not be reviewed. The instructions for use, which accompanies all devices, currently addresses potential risks associated with surgically implanted materials. The labeling and instructions for use was found to be adequate, since it provides instructions to avoid the possibility of drain breakage. "To avoid the possibility of drain damage or breakage: avoid suturing through drains; drains should lie flat and in line with the skin exit areas; particular care should be taken to avoid any obstacles to the drain exit path; drains should be checked for free motion during closure to minimize the possibility of breakage; drain removal should be done gently by hand. Drains should not be handled with pointed, toothed, or sharp instruments, which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4).